Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) procedure, the patient experienced 7000mls of bleeding and the case was converted to an open laparotomy. As reported by the surgeon, the cause of bleeding was from the monopolar curved scissor (mcs), that likely caught a blood vessel near the superior mesenteric artery (sma). The procedure was converted to an open laparotomy and the bleeding was controlled using gauze and local pressure to the affected area. Information regarding blood transfusion is unknown. There were no post-operative complications and the patient had recovered.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. The monopolar curved scissors (mcs) that was used during this reported event, was not returned; therefore, failure analysis investigations (fa) could not be performed. The instruments noted below were used during the reported procedure. Review of the instrument logs found that the following multiple-use devices were used in subsequent procedures after the event date with no reported complaints and have lives remaining: endoscope plus 30 degree, and the tip-up fenestrated grasper. A monopolar curved scissor, medium-large clip applier, maryland bipolar forceps and fenestrated bipolar forceps have lives remaining but were not used in subsequent procedures. A vessel sealer extend instrument is single-use and therefore this instrument was not used in subsequent procedures.